Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6)-2009; 1st inr = 1.5, 2nd inr - 3.8, 3rd inr = 1.3. Inratio meter: 1.4, %cv = 63.1, mean = 2.2-63.1. The 63.1% cv is more than 20%. The precision test failed the criteria for precision. Device will be tested if returned; however, device was not returned for evaluation. Unable to perform retain testing on strip ln 080731a due to unavailability. Patient's condition and treatment may affect test results. Inratio product should not be used if user is on heparin. No further investigation required. No further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action is required as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: date: (B)(6)-09; inr #1 = 1.5; inr #2 = 3.8; inr #3 = 1.3.